Manufacturer narrative:
New information was received indicating that this rv lead is exhibiting oversensing of noise and pacing inhibition. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for rv lead troubleshooting with isometrics and x-ray images. New information was received indicating that x-ray imaging of this rv lead confirmed that the tip of the lead broke off and migrated. Surgical intervention was performed, the rv lead was capped/abandoned (i.e., it remains implanted but is no longer in service). A new rv lead was implanted successfully.

Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited loss of capture, noise is being over-sensed causing pacing inhibition, and high pacing thresholds. In (B)(6) 2021, a chest x-ray and echo revealed a rv lead tip perforation. The sensitivity of the rv lead was decreased to 0.5mv. A technical service (ts) consultant reviewed device data recommending an rv lead replacement and confirmed that the patient is not pacemaker dependent. The rv lead remains implanted. No adverse patient effects were reported. Several attempts to obtain additional information regarding the rv lead have been unsuccessful. Rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: the product was not returned by the customer; therefore, no product analysis could be performed. Please see the "nature of incident" field for more information regarding the specific circumstances of this event. New information was received indicating that this rv lead is exhibiting oversensing of noise and pacing inhibition. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for rv lead troubleshooting with isometrics and x-ray images. New information was received indicating that x-ray imaging of this rv lead confirmed that the tip of the lead broke off and migrated. Surgical intervention was performed, the rv lead was capped/abandoned (i.e., it remains implanted but is no longer in service). A new rv lead was implanted successfully.

Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited loss of capture, noise is being over-sensed causing pacing inhibition, and high pacing thresholds. In oct 2021, a chest x-ray and echo revealed a rv lead tip perforation. The sensitivity of the rv lead was decreased to 0.5mv. A technical service (ts) consultant reviewed device data recommending an rv lead replacement and confirmed that the patient is not pacemaker dependent. The rv lead remains implanted. No adverse patient effects were reported. Several attempts to obtain additional information regarding the rv lead have been unsuccessful. Rv lead remains implanted. No adverse patient effects were reported. New information was received indicating that this rv lead is exhibiting oversensing of noise and pacing inhibition. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for rv lead troubleshooting with isometrics and x-ray images. New information was received indicating that x-ray imaging of this rv lead confirmed that the tip of the lead broke off and migrated. Surgical intervention was performed, the rv lead was capped/abandoned (i.e., it remains implanted but is no longer in service). A new rv lead was implanted successfully.

Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited loss of capture, noise is being over-sensed causing pacing inhibition, and high pacing thresholds. In (B)(6) 2021, a chest x-ray and echo revealed a rv lead tip perforation. The sensitivity of the rv lead was decreased to 0.5mv. A technical service (ts) consultant reviewed device data recommending an rv lead replacement and confirmed that the patient is not pacemaker dependent. The rv lead remains implanted. No adverse patient effects were reported. Several attempts to obtain additional information regarding the rv lead have been unsuccessful. Rv lead remains implanted. No adverse patient effects were reported. New information was received indicating that this rv lead is exhibiting oversensing of noise and pacing inhibition. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for rv lead troubleshooting with isometrics and x-ray images. New information was received indicating that x-ray imaging of this rv lead confirmed that the tip of the lead broke off and migrated. Surgical intervention was performed, the rv lead was capped/abandoned (i.e., it remains implanted but is no longer in service). A new rv lead was implanted successfully.

Manufacturer narrative:
Device technical analysis: with all the available information, boston scientific concludes this lead appeared to have perforated the patient's heart. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Please see the b5 field for more information regarding the specific circumstances of this event. New information was received indicating that x-ray imaging of this rv lead confirmed that the tip of the lead broke off and migrated. Surgical intervention was performed, the rv lead was capped/abandoned (i.e., it remains implanted but is no longer in service). A new rv lead was implanted successfully.

Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited loss of capture, noise is being over-sensed causing pacing inhibition, and high pacing thresholds. In oct 2021, a chest x-ray and echo revealed a rv lead tip perforation. The sensitivity of the rv lead was decreased to 0.5mv. A technical service (ts) consultant reviewed device data recommending an rv lead replacement and confirmed that the patient is not pacemaker dependent. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. This investigation will be updated should further information be provided.